Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure, the patient had one endeavor rx drug-eluting stent successfully deployed at rca. Approximately 9 months post index procedure underwent revascularization using an endeavor rx drug-eluting stent. Patient expired approximately 51 months post index procedure, cause of death unknown.